Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump successfully.